Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). Initial reporter addr 1: north bristol nhs trust, southmead hospital westbury on trym initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd blunt fill needle experienced foreign matter in the device cannula. The following information was provided by the initial reporter: we recently have experienced a number of events involving coring during drawing up procedures whilst using a bd blunt fill needle. This resulted in fragments being spotted inside the ample. Foreign body found in multiple syringes of propofol drawn-up using a red drawing-up needle. This has occurred multiple times since the introduction of these bottles and could result in the inadvertent administration of a foreign body into a patient's blood-stream. The route cause is the poor quality rubber used in the bungs of these medication bottles. This issue has occurred to multiple anaesthetists across multiple theatres. The new medication bottles have a very brittle black rubber bung with the possibility of the foreign bodies being core biopsies of these from the bd red blunt fill drawing-up needles.

Event description:
It was reported that the bd blunt fill needle experienced foreign matter in the device cannula. The following information was provided by the initial reporter: we recently have experienced a number of events involving coring during drawing up procedures whilst using a bd blunt fill needle. This resulted in fragments being spotted inside the ample. Foreign body found in multiple syringes of propofol drawn-up using a red drawing-up needle. This has occurred multiple times since the introduction of these bottles and could result in the inadvertent administration of a foreign body into a patient's blood-stream. The route cause is the poor quality rubber used in the bungs of these medication bottles. This issue has occurred to multiple anaesthetists across multiple theatres. The new medication bottles have a very brittle black rubber bung with the possibility of the foreign bodies being core biopsies of these from the bd red blunt fill drawing-up needles.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 211118. D4: medical device expiration date: 2026-10-31. H4: device manufacture date: 2021-11-03. H6: investigation summary: a device history record review was completed for provided material number 303129 and lot number 211118. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture was returned for evaluation by our quality engineer team. Through examination of the picture, a black particle was seen within a syringe barrel next to a vial of medication; however, no bd needle product was captured within the picture. Twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were tested with lab vials using various angles of penetration. The needles were then microscopically examined and no signs of vial stopper fragmentation were found and all of the needle bevels were well formed. Based on the investigation results and taking into account the preventive measures in place during the manufacturing process, the coring effect was unlikely to be caused by poor or insufficient de-burring of the cannula component. As part of the manufacturing incoming inspection process, the cannula components are examined, measured, and tested for penetration. It is possible that the vial stopper material had an implication in this issue. The handling of the product could also play a role in this type of issue. The needle should penetrate the stopper at a ninety-degree angle to minimize the risk of coring.